Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay on a direct tested nasal swabs. Repeating testing was performed and generated negative results. Confirmation testing was not performed. The customer stated the patient had nasogastric intubation procedure. No additional patient information was provided. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number191-000 / lot 1018210 and test base part number 190-430 / lot 1018210. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018210 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is cross-contamination.